Manufacturer narrative:
Possible aro report. A ge representative evaluated the system and performed a collimator alignment and a beam alignment. System operates as intended.

Event description:
Customer reported, the length of the x-ray field exceeds that of the visible area by 3.2% of the sid. And/or the sum of both percentages is 5.3%. No patient injury was reported.